Event description:
Related manufacturing report number: 2017865-2022-16320. It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture thresholds and failure to capture on the right ventricular (rv) lead. On (B)(6) 2022, x-ray was performed and revealed rv lead dislodgement. The physician elected to explant and replace the rv lead. It was also noted that the implantable cardioverter defibrillator (ICD) set screw would not screw in place; the physician replaced the set screw and completed the procedure. The patient condition was stable.

Manufacturer narrative:
Correction: d6a - date of implant should have been (B)(6) 2022 rather than (B)(6) 2020.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and capturing problem. The reported events of helix mechanism issue and capturing problem were not confirmed. Visual examination found the helix bent/stretched and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over-torqued consistent with procedural damage. Due to the damage helix as received the helix mechanism test could not be performed. The reported event of capturing problem was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.